Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose (bg) level was 102 mg/dl. Additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.